Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. Patient has moderate density bone. The implants were not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment & implant and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause is unknown. The record's management database of each of the ordered implants indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.

Event description:
Lodi implants failed to osseointegrate.